Event description:
Caller reported experiencing a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support confirmed the shipping address and sent a replacement pump. The customer was advised on how to store the pump and return the problematic device using a pre-paid label, with instructions to use manual insulin delivery in the meantime.